Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the clinical observation of incontinence, was likely caused by a hole identified in the device cuff, which impacted device function. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The ams 800 pump and cuff were returned. The pump was visually inspected, microscopically examined, and leak tested; no anomaly was noted. The cuff was visually inspected, microscopically examined, and leak tested. Calcification with scaling was identified on the cuff backing. A cuff pinhole fluid leak was identified, consistent with wear at fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The IFU lists urinary incontinence, and incontinence, as potential adverse events associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence. A revision procedure was performed and urethral atrophy was observed. The entire existing aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Pending investigation closure.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence. A revision procedure was performed and urethral atrophy was observed. The entire existing aus was removed and replaced. No additional patient complications were reported.